Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a blood glucose level of 42 mg/dl. Customer consumed carbohydrates to treat low bg. Tandem technical support requested, contact to upload the pump to investigate further. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.